Event description:
It was reported that the catheter was removed because it could not be flushed after placement. It could be caused by the connector part. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was confirmed and the cause was use-related. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue catheter. The sample was received assembled with a two-piece connector. The catheter terminated approximately 1cm from the assembled connector. A portion of the blue compression sleeve was visible within the clear over-sleeve portion of the connector. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. The occlusion was isolated to within the distal connector segment. Following disassembly of the connector, the catheter was observed to be bunched and folded upon itself at the base of the metal cannula of the proximal connector segment. Microscopic inspection of the sample confirmed that the catheter had been bunched and compressed within the connector and that the blue compression sleeve was visible protruding from the distal connector segment. The bunched and compressed catheter was caused by advancing the catheter too far onto the connector cannula during catheter/connector assembly. The bunched catheter then forced the compression sleeve too far into the connector bore, causing it to compress the catheter shaft, leading to the observed occlusion. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that the catheter was removed because it could not be flushed after placement. It could be caused by the connector part. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the catheter was removed because it could not be flushed after placement. It could be caused by the connector part. There was no reported patient injury. No other information was provided.